Event description:
Customer stated that a sample that was later identified with anti-e reacted with one set of vs340 (4+ mixed field), but when testing was repeated using four additional sets of screening cells of the same lot, no reactivity was noted.

Manufacturer narrative:
Ocd performed retained testing and a batch record review. Satisfactory results were observed.ocd confirmed the reactivity of the e antigen with all returned vials of vs340 cell ii. No reactivity was observed with the returned patient sample and 4 of the 5 returns. However, all 5 returned vials did react with other examples of anti-e.(B)(4).